Event description:
The customer reported the cine feature was not functioning properly. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board, cable, and the sbc upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.